Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The product was returned for evaluation. Based on the product evaluation, the product was confirmed as the tip of the drill was found to be broken off. The most-likely, underlying cause was determined to be excessive force (side loading/ moment force) by the user. The instructions for use states, "do not use excessive force on any drill, bur, or blade. Excessive force may result in unusual stress conditions and result in breakage or fracture of the device." The non-conformance database was reviewed in the product evaluation and there were no non-conformances associated with this lot.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported that during surgery, tip of blade broke when surgeon inserted it into patient's bone. The tip of blade was discarded by hospital. The operation was completed using another backup. No adverse events reported.